Event description:
Customer reported that her insulin pump is having issues. The screen keeps freezing and the buttons are not responding after battery change. The blood glucose reading is 146 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.